Event description:
It was reported that lia (lead integrity alert) was triggered, due to high pacing impedance of greater than 3000 ohms. Oversensing and crosstalk was also indicated. The oversensing and elevated impedances could not be reproduced in the office. The patient was sent for a chest x-ray, but the physician could not tell by the x-ray if there were connection issues. The physician chose to monitor the patient via carelink. One transmission was received a week after the office visit, with no short v-v intervals or evidence of crosstalk, and the device did appropriately sense a few short non-sustained episodes. Additional information was received about a year later reporting that a carelink report from (B)(6) 2010, showed lia triggered, due to oversensing, and impedance of 1273 ohms. Impedance had been mostly stable and normal, except for the current reading and a previous measurement about a year ago. Further testing was recommended. Follow-up information received reported there was no reproducible noise with testing, and the chest x-ray looked ok. The patient will continue to be followed on carelink. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.